Event description:
The customer called and reported she experienced high blood glucose around 455 mg/dl and was not sure why. The customer treated with manual injection customer also stated she went through several sensors, due to insertion issues and one site started to bleed. The customer declined to be transferred for further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report #3004209178-2015-75171 regarding this event.